Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. At this time it is unknown as to why the patient suffered a glenosphere disassociation while in rehab. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Customer will not return the device.

Event description:
It was reported that the original surgery date was (B)(6) 2014 for a left reverse shoulder procedure. Patient suffered a glenosphere disassociation while in rehab. Revision surgery was on (B)(6) 2014. The surgeon removed the glenosphere then replaced the 15mm central screw with a 20mm. He then proceeded to ream the periphery of the base plate. Once this was completed a new 36+4 glenosphere was inserted and checked vigorously with specifically designed instrument. It was seated satisfactorily.